Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on the investigation, the root cause is unknown.

Event description:
It was reported that while using a bd vacutainer® luer-lok¿ access device to draw blood, the device began leaking blood. No injury or medical intervention reported.